Event description:
This emdr is being submitted for unknown number of quantities reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage reported was due to tubing detachment at connector region. The infusion set was in use for one - two day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
This emdr is being submitted for unknown number of quantities. Initial and final MDR (B)(4) - device 1 of 2.